Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional check, the reported complaint was verified by visual inspection. Found air bubbled in downstream occlusion sensor seal. The event history log showed medium alarm acknowledged: loss of power occurred while running. However, during investigation, found alternating current power connector unable to be fully inserted. Recommended to replaced the microprocessor unit board. Replaced bubbled downstream occlusion sensor seal and microprocessor unit board. A non-conforming report was opened to investigate early downstream occlusion sensor seal failures.

Event description:
It was reported that there was a bubbled up downstream occlusion sensor seal during testing. No patient injury reported.